Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a knee scope procedure on (B)(6) 2020, it was observed that the hd epscp,4.0,30,167, mitek device was foggy. The case was completed with the same scope. It was reported that there was no surgical delay or patient harm. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available fr the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the complaint device was received at the service center and evaluated. It was reported that the the scopes appeared foggy during a knee scope. The case was completed using the scopes with no delay or patient harm. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the endoscope was checked; as a result, scratches were identified, the uter tube was damage, the distal dip had deposits/ discoloration and moisture was found inside the optical. Finally, the image was slightly blurred/cloudy, and image error showed on camera. Defective optical components were detected inside the optical systems of the endoscope; therefore, they were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the deposits on the distal tip glasses and the moisture can be related to an improper cleaning of these endoscopes after usage by the customer. Also, the scratches and damage on the device is most likely a result of user mishandling or heavily use. A manufacturing record evaluation was performed for the finished device [1386807] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.